Manufacturer narrative:
A field service technician evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The removed part is requested to be returned and for further evaluation at our product analysis center.

Event description:
The customer contacted physio-control to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The replaced power pcb assembly was further revaluated in the pac (product analysis center). It was determined that the root cause of the reported issue was a shorted diode, cr20.

Event description:
The customer contacted physio-control to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.